Event description:
It was reported the pt was having difficulty turning up the stimulation. High impedance was observed on some of the contacts. The pt has two percutaneous leads (from the same lot). The pt was reprogrammed and resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.